Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2015, the patient was transferred to the hospital with a suspected pelvic fracture after a suicide attempt by jumping. During the examination, a mediastinal hematoma was identified, and the patient was diagnosed with thoracic aortic trauma. The patient suddenly fell into shock, and a ruptured thoracic aortic dissection was reportedly identified. A conformable gore tag thoracic endoprosthesis (tgu313115j/13727188) was emergently implanted to repair the ruptured aorta. A 22 fr gore dryseal sheath (dsl2228j/14099218) was initially inserted from the patient's groin to advance and implant the tag device. However, the patient&#62688;access vessel was reportedly narrow (vessel inner diameter not available), and the sheath could not be advanced. Therefore, the physician replaced the sheath with a 20 fr gore dryseal sheath. The tag device was implanted successfully through the 20 fr sheath; however, when the sheath was removed from the patient, an injury to the iliac artery was reportedly identified. The injury was repaired with two gore excluder aaa iliac extender endoprostheses. The patient's blood pressure did not recover during the procedure due to the preoperative rupture and the bleeding from the pelvic fracture. The patient developed acidosis due to hemorrhagic shock and ventricular fibrillation, and expired in the operating room. The physician stated that he is not certain whether the patient's death could be attributed solely to the effects of the pre-existing injuries, or if the iliac artery rupture may have been a contributing factor.